Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower biometric identifier was not scanning.the customer tried to reboot the station, but the issue was not resolved.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the investigation of this incident. A field service engineer (tss) attempted to contact the customer and initially left a voicemail. After a follow up call, fse spoke with user, who verified that the biometric identifier issue had been checked and was no longer present. Based on this confirmation, the case was closed. The system functioned as intended after the field service engineer investigated the device.